Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose of 487 mg/dl, which was treated with a bolus delivery and manual injection. Customer reported that blood glucose was low until visit with healthcare professional who changed insulin pump settings which made blood glucose run high. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer stopped troubleshooting and decided to go with settings made by healthcare professional. Customer was assisted in turning off continuous glucose monitoring feature which customer did not use.